Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 41 mg/dl. The customer was treated by emergency medical service. Customer did not go to the hospital. Customer believes it was the incorrect setting that led to over bolus and that is why he had low blood glucose. Customer was advised to speak with healthcare provider about settings and if the sensitivity needs to be adjusted.